Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited left ventricular (lv) pace impedance measurements of greater than 2000 ohms. The device remains in service at this time. No adverse patient effects were reported.